Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device did not reproduced system error 322. A review of the event history log revealed system error 322 messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The lower auxiliary requires replacement as the pre-cautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The event occurred during testing in the biomedical service department. There was no known patient injury or medical intervention associated with this event. No additional information is available.